Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing slight paralysis and loss of feeling on the left side of her body. As a result, the patient had the entire spinal cord stimulator (scs) system explanted. It was noted that the patient no longer wanted the device implanted and did not experience any stimulation-related issues.